Manufacturer narrative:
See MDR 1920664-2007-00617 for the delivery device used with this lens.

Event description:
The trailing haptic was found to be broken after the lens was inserted into the patient's eye. The lens was removed and replaced.